Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It should be noted that the perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. The perclose proglide smc system is without or, if required, with adjunctive manual compression. For access sites in the common femoral vein using 5fto 24f sheaths. It is unknown if the reported violation of the IFU contributed to the reported difficulties. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article titled: "double proglide preclose technique for vascular access closure after leadless pacemaker implantation."

Event description:
It was reported through a research article that suture placement in a common femoral vein was achieved with two proglide devices using the pre-close technique via an 8f sheath prior to a transcatheter pacemaker system (tps) implantation interventional procedure. Reportedly, the sutures of the two proglide devices were successfully pre-placed. The sheath was upsized to 18f followed by 27f sheath and the tps procedure was completed. After pacemaker deployment, the delivery sheath was removed with sequential advancement of the pre-deployed suture knots. Minor access site re-bleeding prompted 10 minutes of manual pressure and extension of flat time by 2 hours. Details are listed in the article, titled "double proglide preclose technique for vascular access closure after leadless pacemaker implantation"